Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the vial could not be removed because of the dose. A technical support specialist (tss) provided an update after performing tests using the station database backup and was able to remove the 400 mg order by enabling the split allowed option in the facility formulary. The tss later spoke with the customer and updated the unit from grams to milligrams in the pharmacy formulary, unloaded the medication, deleted and reapproved the medication identifier in the facility formulary, resent the order, and reloaded the medication; however, the issue initially persisted. Tss mentioned that, when an order contained two component segments, the system ignored the item in the primary order segment. With only one component segment, the system ignored the component and defaulted to the primary item, preventing removal if it was not in the formulary. One component did not map to a strength, requiring verification of the medication identifier and matching strength and units in the facility formulary and unit of measure settings. Another component required fractional dosing, which needed the split allowed option enabled in the facility formulary so the order could be removed properly. The customer enabled the split allowed checkbox in the facility formulary, and the order was then able to be dispensed correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user had a daptomycin 500 mg vial loaded in the refrigerator, but the physician had ordered 400 mg to be given IV. Pyxis would not dispense the medication, indicating a problem with the dose. Additionally stated that several medications had doses that did not match the full vial contents. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.